Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced cardcage and axes controller platform (acp) to resolve the issue. The system was verified and ready to use. Isi has received the cardcage for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure that error 23062 occurred. The technical support engineer (tse) reviewed the system logs and found that the boom extension motor was having issues. The tse had hard power cycle the system, but the fault persisted. The customer stated that they do not have another system to use. At this time, it is unknown if ports were placed in the patient, nor how the issue was resolved.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The axes controller platform (acp) unit was returned for failure analysis, and the reported error 23062 was confirmed but not replicated. In logs, this error 23062 was found indicating and confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The acp was installed, successfully programmed, and tested on the gold system where this board functions as expected, boot up normal with no errors triggered. Run 10x power cycles with no issue on startup and no errors or failures were triggered. The acp remained on the system for 2 hours idling in normal mode with no issue. In addition to the test, this unit went through correction verification process and passed all the tests. Reviewing the historical error logs these failures pointed to a different node. The cardcage was returned for failure analysis, and the reported failure was confirmed and not replicated. Upon visual inspection, no issues were found that would be related to the reported failure. In logs the error 23062- a 3 phase motor on the gantry did not respond as expected for the boom extension confirming the fault occurred in the field. The cardcage was installed and tested into a golden system where to component functioned as expected. The system started up without any error with good image. The audio is loud and clear. A functionality test, passed, ran 50x power cycles with this part, all passed. All the gantry motors were moved to the full range of motion without any issue. The part remained on the test for hours in normal operation while testing other the part, it performed without any error. The probable root cause is due to a faulty boom motor.